Event description:
It was reported that the patient's right inflatable penile prosthesis cylinder had an aneurysm. The cylinder had fluid loss due to a rupture. Two weeks later, the cylinders and pump were replaced with a pump and 18 cm x 12 mm cylinders. The patient was doing well. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the patient's right inflatable penile prosthesis cylinder had an aneurysm. The cylinder had fluid loss due to a rupture. Two weeks later, the cylinders and pump were replaced with a pump and 18 cm x 12 mm cylinders. The patient was doing well.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegations of cylinder aneurysm and fluid loss were confirmed via product analysis. The ams700 device was visually inspected and functionally tested. There was a hole in one cylinder that was the result of wear on the outer tube. The cylinder had broken fabric threads and exhibited bulging when inflated. The other cylinder performed within specification. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.